Event description:
Customer reported getting high readings from their freestyle meter. Comparision tests were performed with the freestyle meter. The results were 180 mg/dl, 152 mg/dl and 138 mg/dl. The results differ by more than 20% and therefore, meet the MFR's definition of a malfunction.